Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise. The device was reprogrammed. Patient was sent home and monitoring will continue.